Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h6, h11. This complaint was confirmed by evaluation of the provided photos and returned product. Visual evaluation of the returned product found damage to the tyvek lid (punctures) as a result of friction between the device handle and tyvek lid. No damage was noted to the outer carton. Sterility has been breached. Device history record was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the tyvek of the sterile package was found to be punctured. Therefore, the surgeon stopped using this complaint product for the surgery. No further information.

Manufacturer narrative:
(B)(4). G2: japan. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.